Event description:
It was reported that the device displayed alert 42 indicating an insulin current sense failure, and the user attempted multiple restarts with the alert persisting before planning to charge the device above 50 percent and restart. Symptoms included no reported adverse physiological effects. Outcomes included no change in clinical status and no need for medical intervention. Investigation included a review of the reported alarm condition and remote troubleshooting with user education on charging and restart steps. Investigation of this case revealed a persistent device alarm consistent with a potential sensing malfunction. It was concluded that the event involved a device malfunction related to insulin sensing, with user-directed mitigation pending further observation.